Event description:
Ous MDR - after an implantation period of about 47 months, oversensing with inappropriate shocks was reported. The lead was capped and remained in situ. The ICD was explanted and sent back to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the ICD was fully functional. In particular, the sensing function proved to be faultless during analysis. There was no indication of an ICD malfunction. The lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.